Event description:
While in standby mode the ventilator turned on by itself and would not turn off. Unit sent to biomedical in order to have the internal battery removed to shut the unit off. Additional manufacturer troubleshooting indicated a problem with the user interface (ui) display and keypad assembly. Manufacturer response for ventilator, bipap, respironics v60 (per site reporter). Manufacture sent out replacement user interface assembly for replacement.